Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for radiculopathy and spinal pain. The patient reported that they are experiencing a burning sensation in their back located a little below where the implant is. The patient also stated that they need to be reprogrammed because they still can't get the right side to work. They added that they couldn't get the right side to work during their trial either. The patient indicated that they were still on pain pills. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.